Event description:
It was reported when using the bd pyxis¿ anesthesia station es, it was disconnected while plugged into data port and wi-fi turned on. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station logs indicated intermittent network issues, which caused the station to discontinue communication. The technical support specialist logged in and confirmed that the station was successfully communicating with the server. The tss advised the user to contact the hospital information technology (it) team for further investigation. The customer confirmed that the station appeared to be connected and functioning normally, and it was suspected that a temporary server issue contributed to the earlier disconnect. The system functioned as intended after the technical support specialist investigated the device. Initial reporter facility name e1.- (B)(6).